Event description:
Customer reported receiving a "scan again in 10 minutes" and "replace sensor" messages after 11 days of wearing the adc device. Customer experienced vomiting, "fever" and loss of consciousness and required treatment of sugar provided by their parent. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.